Manufacturer narrative:
Method : lens work order search, device history record review. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found no visible damage to the lens. The lens was returned dry. The lens vial with the liquid was not returned. A review of the device history record was performed and nothing was found in the manufacturing, sterilization and packaging processes of this lens that was the root cause of the complaint. Conclusions: no conclusion can be drawn. Based on the complaint history, work order search, device history record review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4) - no consequences or impact to patient. (B)(4) - precipitates observed in liquid in lens vial. Device not evaluated by manufacturer. Lens has not been returned to manufacturer. (B)(4).

Event description:
The reporter indicated the surgeon opened the lens vial and observed numerous precipitates in the liquid in the vial. The 12.5mm icm125v4 lens was not used and there was no patient contact. Another same model lens was implanted.